Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the drawer was failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer (fse) ran diagnostics and found failed cubies. The fse cleared debris, reinstalled the cubies, and re-ran tests. When the drawer stopped responding, the fse checked connections, found erratic leds, and reinstalled the retractor band. The drawer was reassembled and reconnected. Then, the fse powered down the station, installed the new drawer, reconnected the cable, and reinserted the cubies. After powering up the station, the fse logged in and configured the drawer. The fse verified cubie pockets, tested functions in hardware test application, and the customer confirmed that all medications were present and accessible. The system functioned as intended after the field service engineer repaired the device.